Event description:
It was reported that the ¿device always shows alarm. No function¿. The reporter stated that that there was no prior knowledge of this and that there was no patient harm.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Updated d3 - mfg establishment name : ICU medical, inc. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was a unknown. Device is working as expected. The service history review had no indication that the complaint was related to a service of the device within the review period.